Event description:
The pt obtained an er2 message on their ot ultra meter that did not resolve with troubleshooting. The inability to obtain a blood glucose result may result in a delay in treatment or a treatment decision in the absence of a glucose value.